Event description:
The duett pro sealing device was deployed following an interventional procedure via a 7 fr sheath in the right common femoral artery. Following procoauglant delivery during device deployment, the sealing balloon would not deflate after several attempts to remove the device. It was decided to cut the sleeve of the device, however, the sealing balloon did not deflate. The physician advanced the sheath into the artery and performed an angiogram through the sidearm of the introducer sheath. A spinal needle was then used to puncture the balloon, which allowed the balloon to deflate and the device was removed. Manual compression was applied to achieve closure of the site. It was noted that distal pulses had diminished. The pt was admitted for further observation, and lovenox was administered. The pt was not experiencing pain and pulses were noted via doppler.